Event description:
It was reported that during device interrogation, there was an alert observed on this cardiac resynchronization therapy defibrillator (crt-d) system to check the right ventricular (rv) lead. The associated patient or rv lead information was not provided. Information indicates the alert was due to an out of range measurement, but the specific parameter or value was not visible during the device interrogation. No other information is available at this time. The products remain in-service. No patient symptoms or adverse patient effects were reported.